Event description:
During treatment of an rca lesion, following multiple ablation passes with several burr sizes, it became apparent that the guide wire had fractured. A stent was placed in order to hold the distal portion which remained in the pt.